Manufacturer narrative:
Onsite investigation found that the device was able to prime, heat, and cool as expected without alarms or errors. The reported issue could not be replicated.

Event description:
User reported that the device failed to cool appropriately. The patient was not involved; however, this type of issue is considered reportable.